Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on this patient's remote monitoring system for out of range shock lead impedance on this implantable cardioverter defibrillator (ICD). There was a measurement of zero ohms. Impedance measurements returned to normal range. Boston scientific technical services (ts) discussed that the measurement of zero was likely due to exposure to an electromagnetic interference (emi) field. No adverse patient effects were reported. This device remains in service.